Manufacturer narrative:
(B)(4). It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.  It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 due to sui. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mid urethral sling revision due to bladder outlet obstruction on (B)(6) 2016 by (B)(6).

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced infection, urinary problems, recurrence and bleeding.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, urgency, frequency, and uti.